Event description:
It was reported the patient presented in clinic after receiving a notifier for post-paced t wave oversensing on the ventricular channel. Programming changes were made. Later at a subsequent follow-up, another instance of post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made and resolved the oversensing. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.